Event description:
It was reported the patient experienced a loss of therapeutic effect and intermittent tingling in the lips and down the arm. The health professional told the patient they could not find "anything wrong with the device". No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.